Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized due to low blood glucose on (B)(6) 2017 at 2 am in the morning with blood glucose levels in the 40's mg/dl. Customer was off the pump less than 48 hours prior to the hospitalization. Customer had moved recently and was more active. Customer was transported to the hospital by emergency medical services and stayed there until the afternoon. The customer experienced symptoms such as seizure symptoms, kicking in sleep, and not breathing right. The insulin pump will not be returned for analysis.